Manufacturer narrative:
The product is not available for evaluation and testing. Additional info to be submitted 30 days upon receipt.

Event description:
During a carotid stenting procedure, after post-dilatation of the stent, no blood flow was seen. It was noted that debris from atheromatous lesion was caught in the filter, which became clogged and limited blood flow through the vessel. The pt is male. The target vessel was the carotid artery (side unk). The vessel was not tortuous, but there was a 99% stenosis present. The pt was anti-coagulated. An angioguard device was deployed distal to the lesion. The lesion was pre-dilated. A precise stent was successfully placed at the lesion. The physician's note states that the lesion seemed to be plaque-rich. After post-dilatation of the stent, debris from the lesion became caught in the filter. The debris was aspirated out of the filter with an eliminate catheter. Finally, the blood flow was recovered and there were no injuries to the pt. Procedure was completed successfully. Immediately after the procedure, the pt had slight anarthria transiently; but completely recovered from it within a few hours. The pt discharged in stable condition.